Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify issue. However, log file analaysis tool was utilized. Logs not showing any "automatic" mode change as referred by the customer. Time stamp at (B)(6)2023 19:20:59 (system time) shows the alarm 217 and alarm 219 standby, no ventilation" has changed to not signaled and "standby, no hfot" has changed to signaled respectively. Hfo2 turned on at (B)(6)2023 19:21:05 and turned off by the user at (B)(6)2023 19:21:10. There was no failure detected.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire received logs and could not verify that the mode of ventilation changed by itself. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us in which ventilator switched from hiflow to evasive on its own during setup prior use. Furthermore, there was no patient associated with the reported event.